Event description:
As reported by the user facility: ref# (B)(4). Event date (B)(6) 2012 at 0918. Pump over infused 50ml with 20meq of kcl that was to infuse over 1 hour and infused 2.5 mins without alarm sounding. Registered 44ml left. IV set wasn't saved. Pt not injured.

Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The actual pump involved in the reported incident was returned for evaluation. The volumetric accuracy was tested three times with a 50ml/h and a 5.5ml volume to be infused in piggyback mode. The results were all within specification at 5.41ml, 5.48ml and 5.43ml, no free-flow was observed with the door closed or opened. The pump's operation log was reviewed. On (B)(6) 2012 at 9:18:31am a piggyback infusion was programmed with a rate of 50.0ml/h and a volume to be infused of 50.0ml. At 9:18:43am the infusion was started, and at 9:25:19am the infusion was manually stopped with a total volume infused of 5.5ml or 100.0% of the expected volume. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available info has been forwarded to the device manufacturer. If additional pertinent info becomes available from the manufacturer, a follow-up report will be filed.